Event description:
Radiometer reference number: (B)(4). According to the complaint, a laboratory technician was the victim of a blood exposure accident on (B)(6) 2025, after handling a syringe, safepico70 (lot no. Dz54). The syringe barrel was cracked when it arrived at the laboratory and the technician was splashed with blood, particularly on her face, while handling it.